Event description:
On 03-apr-2026, a sales representative reported via (B)(4) that the ar-7288 ft sternal closure was found to have a broken needle. This was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.